Event description:
It was reported by an attorney that the patient underwent a hysterectomy in 2006 and had a mesh implanted and that the patient underwent surgery on (B)(6) 2007 due to pelvic organ prolapse along with a hysterectomy and a mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, dyspareunia, re-prolapse, uterine prolapsed, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported the patient underwent uterine prolapse repair on (B)(6) 2013. No additional information has been provided.

Manufacturer narrative:
(B)(4) ¿ dyspareunia; recurrent prolapse. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.